Event description:
Procedure: esophagus. According to the reporter: the pt suffered a 2-3mm perforation of the anterior superior mucosal due to a malfunction of the device. A repeat rigid esophagoscopy revealed no injury to the esophagus or an intact zenker's pouch. The pt returned to the operating room on (B)(6) 2012 and underwent a right cvp insertion, and exploration and drainage of the left neck, and repair of the zenker's diverticulum. Post operatively the pt was transferred to ICU.

Manufacturer narrative:
(B)(4).